Manufacturer narrative:
Concomitant products: 5076-45, lead; 6935m62, lead.

Event description:
It was reported that approximately three weeks post implant of left ventricular (lv) lead, the patient presented to emergency room due to pulmonary edema and rapid atrial fibrillation (af). It was also reported that the patient encountered arrhythmia. The patient was placed on non-invasive mechanical ventilator for ten hours. Rapid af episode was resistant to pharmacological cardioversion, and then the patient became hypotensive. As a result, the patient was administered external shock. The patient was also administered diuretics intravenously, and hospitalized for three days, and discharged on sinus rhythm. The pericarditis as post epicardial lv lead implant event alleged as contributing factor for pulmonary edema. The lv lead remains in use, and no further patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated device, ra lead, rv lead, programmer not related, implant tool unknown related, other system component not related. It was also reported that follow up cardiovascular clinic visit occurred, no alleged product issues and/or patient complications were reported.